Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit (ref 22233, lot 3600997203). The customer's isolate was submitted for investigational testing and the identification was confirmed to be staphylococcus aureus with the vitek® ms. The isolate was tested on vitek® 2 ast-p580 test kit cards from the customer's lot (3600997203) and a random lot (3601124103) in duplicate. Alternative and reference method testing included oxacillin agar dilution, cefoxitin disk diffusion, and pbp2a testing. For all four cards tested, a negative cefoxitin screen and susceptible oxacillin results (mic = 0.5 mg/l x3, = 0.25 mg/l x1) were obtained. Alternative and reference method testing yielded the following: oxacillin agar dilution: mic = 0.5, cefoxitin disc diffusion: 24 mm (s), pbp2a: neg. The customer¿s false positive cefoxitin screen results were not reproduced internally. The vitek® 2 ast-p580 test kit cards are in essential and categorical agreement with the reference methods and are performing as intended. Ast-p580 lot 3600997203 met final qc release criteria. This lot passed qc performance testing.see h10 for addtl mfg narrative.

Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit (ref 22233, lot 3600997203). Repeat analysis with the vitek® 2 ast-p580 test kit obtained a negative oxsf result. Disk diffusion testing for cefoxitin (fox), oxacillin (ox) and augmentin (aug) was also performed as an alternative method and all results obtained were susceptible. Initial vitek® 2: oxsf = positive (resistant), ox mic = 0.5 mg/l (aes modified to resistant) repeat vitek® 2: oxsf = negative (susceptible), ox mic = 0.5 mg/l (susceptible, no aes modification). Disk diffusion: fox, ox, aug = susceptible. No incorrect result was reported. The final result reported to the physician was (B)(6). The customer indicated that the initial false positive cefoxitin screen result did not lead to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.